Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h4 and h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device. Note: d8 was marked inadvertently, changes were not needed.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had a b30 error. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer mentioned they used two different scopes and received the b30 error. The customer cleaned the contacts with isopropyl alcohol and the light source socket with q-tips and isopropyl alcohol. The customer was advised the pull the cables connecting the cv and clv together and reseat them. The customer was also advised to try another scope along with the two scopes previously used with another tower. The customer performed the steps and still received a b30 error. The troubleshooting steps were reviewed and the power was cycled between swapping scopes. The customer had not tried any other scopes in the light source and had not taken the scopes and tried them with another light sources. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation findings were as follows: the front panel mouth was cracked, the bottom chassis was rusted, there was a worn out socket slider switch causing intermittent use of the high intensity mode and corrosion was seen inside the scope socket tubing. Additionally ,there was an expired non-olympus lamp with the life meter reading over 500 hours. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.